Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the communication failure due to the camera cable break of the subject device by unexpected stress from user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the camera cable break near the cable boot part of the subject device at the unspecified timing. At the incoming inspection for the repair, the service department of olympus europe se & co. Kg (oekg) checked the subject device. It was found that the camera cable was twisted and damaged made the stripe image. There was no report of patient injury associated with this event.